Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose exceeded 500 mg/dl. Customer was hospitalized for elevated blood glucose. Customer was treated intravenously with saline and insulin, and was released from the hospital 3 days later with the issue resolved and no permanent damage. Customer replaced the pump supplies and resumed insulin delivery.